Event description:
A voluntary regulatory report forwarded to the manufacturer reported that a physician had planned on explanting the patient¿s paddle lead and implanting a different paddle lead. During the procedure the physician saw the patient¿s paddle lead was ¿grown into/stuck to her dura¿ and they ¿did not feel it was safe to place a new paddle back in the space, so everything was explanted.¿ it was noted that ¿failure of implant¿ and ¿foreign body in patient¿ clinical codes were selected on the report. No further event information was available to the manufacturer at the time of report.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.